Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system and was unable to duplicate the problem. He went through the system and completed the system assembly inspections. The system is operating as intended.

Event description:
The customer reported that sometimes when they fluoroed, there would be no image on the monitor. The customer rebooted the system and the problem went away. No patient injury was reported.